Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck in the rewind loop. The blood glucose reading was 20.9 mmol/l. The caller stated that he was priming the insulin pump until drops came out, but the device went back to the rewind mode. He stated that he was stuck in the rewind complete/bolus delivery loop. Upon troubleshooting, it was found that the insulin pump would need to be replaced. He was advised to seek out medical attention at a nearby hospital. Nothing further reported.